Event description:
The husband of a consumer reported that following bilateral intraocular lens (iol) implant surgery, his wife experienced headaches, as well as dryness, redness, and foreign-body sensation in both eyes. These symptoms manifested three or four days after the second surgery. The first surgery was for the left eye in 2008, and the second surgery was for the right eye two months later. Additional info has been requested. There are two medical device reports associated with these events. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info requested. Theis report was mailed to FDA on: 02/13/2009.